Event description:
It was reported that the 8mm maryland bipolar forceps instrument's top was broken. It is unknown if a fragment fell into the patient and if any post-operative test(s) to look for fragments in the patient were performed. There was no reported injury.

Manufacturer narrative:
The 8mm maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument had a broken main tube at the distal tip, and parts of the material were found missing. Components adjacent to this broken main tube showed damage. There was a detached fragment; the broken piece was not returned with the instrument. The main tube is broken and there are missing pieces, but the size of the missing pieces cannot be confirmed. Additionally, the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.